Event description:
The customer contact reported the patient received more medication than intended. The secondary line of the device was programmed to deliver ampicillin (4gm/250ml) at a rate of 20ml/hr and the delivery was started. No additional programming parameters were provided. After approximately 5 hours, the nurse responed to an unspecified alarm and noted the ampicillin container was empty. She verified the programmed rate with another nurse and found the rate was programmed correctly, but the ampicillin was delivered in 5 hours instead of the intened duration of 12 hours. The physician was notified and ordered the patient's vital signs to be monitored hourly for the next six hours. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed at an unspecified time later using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.